Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 30 july 2021. [Conclusion]: the healthcare professional reported that the 2.50mm x 3.50cm galaxy g3 mini coil (glm925035 / 30375969) was the first coil used; the coil could not be advanced nor retracted by the physician. The physician removed the coil and the microcatheter at the same time. After inspection, it was noted that the coil was in stretched condition. Another 2.50mm x 3.50cm galaxy g3 mini coil was used as a replacement. There was no report of any patient adverse event nor any patient complication as a result of the reported issue. On 30 july 2021, additional information was received. The information indicated that the 2.50mm x 3.50cm galaxy g3 mini coil is no longer available to be returned for evaluation and analysis. A review of manufacturing documentation associated with this lot (30375969) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.50mm x 3.50cm galaxy g3 mini coil in a stretched condition or with other anomalies. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30375969) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 2.50mm x 3.50cm galaxy g3 mini coil (glm925035 / 30375969) was the first coil used; the coil could not be advanced nor retracted by the physician. The physician removed the coil and the microcatheter at the same time. After inspection, it was noted that the coil was in stretched condition. Another 2.50mm x 3.50cm galaxy g3 mini coil was used as a replacement. There was no report of any patient adverse event nor any patient complication as a result of the reported issue.